Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Event description:
It was observed that during the device evaluation, the duodenovideoscope distal end has foreign material and air/water channel has foreign material. There was no patient involvement.